Event description:
The customer reported the system failed to boot up. There was no report of pt and/or customer serious injury or death.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The back plane fuses were reseated. Additionally, the hard drive and general purpose operating sys were replaced. Thereafter, the software was reloaded. The sys was then found to be operating as intended.